Manufacturer narrative:
Received one device. Visual inspection found no damage, customer complaint of, downstream occlusion error, confirmed through, downstream occlusion sensor (dso)/upstream occlusion sensor (uso) test. Replaced, camshaft sensor and dso sensor. Performed dso/uso test. Performed dso/uso sensor calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device gives a downstream occlusion error whenever a volume test was run. The event occurred during testing.